Event description:
Resident was found unresponsive in wheelchair having collapsed in wheelchair while in restraint. Physician identified a possible acute cardiac event. Resident after losing consciousness had partially slipped out of wheelchair but restraint was still tied. The resident had been observed by a number of people that morning. The physician was aware the resident refused to take medications for the last three months prior to her death. The resident was restrained per physician order.